Manufacturer narrative:
The customer performed troubleshooting with the assistance of a beckman customer technical specialist (cts) and resolved their issue. The probable cause was identified as use error. The customer admitted to beckman that they failed to perform quality control (qc) after completing maintenance and calibrating the analyzer. The customer confirmed once qc was run, no further issues were observed. Based on the available information provided, there was no evidence of an analyzer or reagent malfunction, and no hardware parts were replaced. The customer verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported that one patient had low sodium results on their dxc 500 au clinical chemistry analyzer. The sample was re-analyzed with normal result. Due to low sodium result was released outside the laboratory, the patient received treatment with 3% sodium through IV for 10 minutes. The customer indicated the patient was not harmed, and no death was reported. No further information was provided. The customer did not provide patient demographics but shared the results for this patient.